Event description:
It was reported that during an unknown procedure, the stapler cut the tissue, but did not staple, staples were intact, did not bend, we replaced the stapler without causing harm to the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.